Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted thick leaflets. The first clip delivery system (cds 10415r179) was advanced to the mitral valve, and the clip was deployed. A second clip was advanced to further reduce mr; however, during positioning of the second clip, mr increased to 3. It was then observed that the first clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The procedure continued with the second clip, and the clip was placed lateral to stabilize the slda. It was not possible to the place a third clip (10316r122) medial of the slda due to inadequate height; and therefore, the third clip was re-positioned and deployed lateral to the second clip to further reduce mr. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported incomplete coaptation could not be determined. The reported mitral regurgitation and dyspnea are cascading events of the slda. Additionally, mitral regurgitation and dyspnea are listed in the instructions for use (el2204011, revision a) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention (additional mitraclip, same procedure) was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted thick leaflets. The first clip delivery system (cds 10415r179) was advanced to the mitral valve, and the clip was deployed. A second clip was advanced to further reduce mr; however, during positioning of the second clip, mr increased to 3. It was then observed that the first clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The procedure continued with the second clip, and the clip was placed lateral to stabilize the slda. It was not possible to the place a third clip (10316r122) medial of the slda due to inadequate height; and therefore, the third clip was re-positioned and deployed lateral to the second clip to further reduce mr. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Additional information received stating that on (B)(6) 2024, the patient returned to the hospital due to shortness of breath. Echocardiography showed that two slda's were now present, causing mr to increase to a grade of 3-4.